Manufacturer narrative:
The device was received for evaluation containing approximately 60 ml of solution in the bladder. A visual inspection was performed and it was noted that there were droplets of water on the inner wall of the device housing. There was no evidence of leakage found in the device. The droplets of water noted on the inner wall of the housing were the result of condensation. A functional leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. The device was returned and evaluation is in process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate leaked. During filling with a non-cytostatic drug, a leak was observed in an unknown location. There was no patient involvement. No additional information is available.